Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel via review of stored egm. Programming changes were made, and the device remains implanted.